Event description:
Patient reported "exchange with no complaints towards the device". Later healthcare professional reported "flipped". This record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: flipping.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - flipping: unable to observe this condition. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: d.4, d.9, h.3, h.6.

Event description:
Patient reported "exchange with no complaints towards the device". Later healthcare professional reported "flipped". This record is for right side. Device has been explanted.